Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During a review of the device history at the user facility a s233 (overtemperature-psc) malfunction alarm code was noted. Further testing found the device did not pass the power up test due to abnormal noise from the fan. The probable cause was due to a broken fan. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s233 (overtemperature-psc) malfunction alarm code and had a noisy fan. The device was returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During a review of the device history at the user facility, a s233 (overtemperature-psc) malfunction alarm code was noted. Further testing found the device did not pass the power up test due to abnormal noise from the fan. No add'l info was provided.